Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was 300 mg/dl. Customer reported that the drive support cap protruded, loose, sticking out or flush. Customer was able to successfully clear the alarm. Customer reported that the insulin pump not exposed to high magnetic field. Customer was unable to complete insulin pump rewind customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.